Manufacturer narrative:
The returned left ventricular (lv) lead was analyzed and laboratory observations and field report were insufficient to verify dislodgement. The lead tip appeared normal. With all the available information, boston scientific concludes the allegations were not confirmed based on normal lead resistance measurements and inspection that showed no conductor fractures. Additionally, continuity testing passed indicating conductors are intact. Visual inspection revealed no abnormalities and the lead including the tip appeared intact and undamaged. Correction on h6 device code. Patient code 3191 captures the reportable event of surgery. The lead has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that the this left ventricular (lv) lead exhibited high pacing threshold and caused the patient to experienced muscle or pocket stimulation with loss of capture. In addition, this lead was dislodged and reposition was attempted but was unable to do due to patient anatomy. Furthermore, another lead was attempted and other vessel attempted with successful implantation. The lv lead was explanted. No additional adverse patient effects reported.

Manufacturer narrative:
The lead has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the this left ventricular (lv) lead exhibited high pacing threshold and caused the patient to experience muscle or pocket stimulation with loss of capture. This lead was then dislodged and reposition was attempted but was unable to do due to patient anatomy. The lv lead was explanted. No additional adverse patient effects reported.